Event description:
It was reported that this electrode was damaged during a previous procedure involving implantation of a left ventricular assist device. At that time, the physician elected to turn off therapy from the s-ICD system. There was also a report of under-sensing by this electrode. Subsequently, approximately five months later, this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported. This product has been returned to boston scientific and a full investigation will be performed.

Event description:
It was reported that this electrode was damaged during a previous procedure involving implantation of a left ventricular assist device. At that time, the physician elected to turn off therapy from the s-ICD system. There was also a report of under-sensing by this electrode. Subsequently, approximately five months later, this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported. This product has been returned to boston scientific and a full investigation will be performed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.